Manufacturer narrative:
This is a supplemental report to provide additional information. It was additionally reported that the event occurred before the procedure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the images were not displayed because the cable was broken and the video communication could not be transmitted to the processor. Cable breakage might be due to user handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to the service department of olympus, but not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, there was defective camera connection. There was no report of patient injury associated with the event. On (B)(6) 2021, the service department of olympus found that the image disappeared when moving cable.